Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results; the elective replacement indicator (eri) was set. The pulse generator module performed according to functional specifications and there was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
On (B)(6) 2012 it was reported that the vns patient underwent a full revision surgery on (B)(6) 2012 due to battery depletion and a lead discontinuity. The explanted generator was returned for product analysis on (B)(6) 2012 but the lead was not returned. Product analysis on the generator is still underway and has not yet been completed. The surgeon reported that the vns patient had been scheduled for a battery replacement and when the generator was replaced and diagnostics were performed, high impedance was observed. He therefore went on to replace the leads as well. The surgeon stated that he called the neurologist's office and they reported that the patient had high impedance prior to surgery; they had just neglected to tell him. Good faith attempts were made to the neurologist's office for additional information but no further information was received.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.